Manufacturer narrative:
The report of the event device sensing anomaly was confirmed by reviewing the device data. The reported event was caused by external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.

Event description:
It was reported that the patient presented for a scheduled device change out. During the procedure it was noted that the new implantable cardioverter defibrillator exhibited a drop in p-wave amplitude variation. The device was not used, and a new device was implanted. The patient was in stable condition post-procedure.